Manufacturer narrative:
Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. The provided information suggests nothing to indicate a device quality deficiency or malfunction to this event. The device remains implanted with no reported malfunction. No further action is required at this time.

Event description:
Reportedly via clinical affairs, an (B)(6) male patient experienced neurological symptoms the day after post implant of an edwards magna ease 3300tfx 23mm valve. Adverse event notes state, "stroke alert this morning, neurologist found possible left frontal territory acute ischemic stroke resulting in weakness of lle and minor weakness lue and rle, which have unchanged. Ordered swallow eval, and MRI of brain and c-spine." No further information is provided at this time. The subject device remains implanted with no reported malfunction.